Event description:
Info was received that this right atrial (ra) lead adapter caused noise which was oversensed by the crt-d and competitor's ra lead which led to inappropriate mode switches. The product was removed and replaced. No adverse pt effects were reported.

Manufacturer narrative:
Na